Manufacturer narrative:
The customer reported issue of the autopulse exhibited ua02 (compression tracking error) error message was confirmed during the initial functional testing and in review of the archive data. The issue was attributed to the defective load cell 1. The load cell 1 was replaced to remedy the fault. Following the service and repair, the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and noted no damage upon receipt. Archive review showed the autopulse exhibited numerous faults of ua02 on (B)(6) 2017 thus confirming the reported complaint. Initial functional testing failed due to autopulse exhibited ua02 (compression tracking error) error message. The load cell 1 was replaced to remedy the error. Unrelated to the reported complaint, the drive shaft was found to be sticky. Clutch deburring was performed to remedy the sticky clutch. The autopulse platform is a reusable device and was manufactured on 12/17/2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The autopulse final testing was performed and successfully passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse displayed ua02 (compression tracking error) error message when the manikin was placed into the platform. No patient involvement on this event.